Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the patient has impedances that are greater than 10,000 ohms. The testing was done intra-operatively. All lead combinations were tested 0-3 are >10,000 and 8-11 are good an intact. The patient had good therapy until the ins reached eos around (B)(6) 2017. The healthcare provider (hcp) may decide to close the pocket as they will most likely not test/ replace the lead. No symptoms were reported. No further complications were reported or anticipated. No symptoms reported.